Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a cubie failure. A field service engineer discovered that the row board cable headers were loose on drawer 1-1 and 1-2 of the auxiliary, which caused multiple issues, such as duplicate pocket errors in all pockets within the drawers. An fse removed and replaced the base row board cable in drawer 1-1, as well as the drawer board and interface board in drawer 1-2. The headers were resecured with foil tape to ensure a better connection to the drawer boards. Everything passed the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie pockets 1.1 and 1.2 were failed and duplicate address was detected. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.